Event description:
It was reported that during routine maintenance that the tip of the device was warming-up. There was no patient involvement and no adverse consequences reported.

Manufacturer narrative:
The device was returned to the manufacturer and the reported event of the device heating up was confirmed. The device was found to have corrosion and lack of lubrication affecting the bearings. Based on a review of the risk document, corrosion and lack of lube on the bearings will cause friction during use which will lead to heat.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during routine maintenance, the tip of the device was warming-up. There was no patient involvement and no adverse consequences reported.